Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9210274 was returned and analyzed. Visual inspection of the loop segment area showed the loop was ribbed near electrodes 1, 2, 3, 4, 5. The user may have experienced insertion difficulties due to this issue when introducing the mapping catheter into the balloon catheter. Visual inspection of the shaft segment area showed the shaft was kinked approximately 9 inches from the lemo connector. Coagulated blood built on the mapping catheter shaft was observed after extraction of it from the received balloon catheter. The insertion compatibility inspection was performed with a test catheter and the returned mapping catheter. As received, the mapping catheter was inserted and retracted into the balloon test catheter, encountering minor resistance. In conclusion, the mapping catheter failed the returned product inspection due to the ribbed material observed on the pebax tubing and a kink/twist observed on the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the a mapping catheter could not advance through the balloon. The mapping catheter could not be removed from the balloon catheter. The case was completed with cryo. No patient complications have been reported as a result of this event.